Event description:
Procedure performed: laparoscopic cholecystectomy. Clip misfired 7 times during procedure additional information received via email from account manager on tuesday, (B)(6) 2018: first clip issue was observed and dry fire was reported followed by subsequent clip spitting and scissoring. No extra pressure or clip being removed manually occurred. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device¿" the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Clip misfired 7 times during procedure. Additional information received via email from account manager on (B)(6) 2018: first clip issue was observed and dry fire was reported followed by subsequent clip spitting and scissoring. No extra pressure or clip being removed manually occurred. Patient status: no patient injury.